Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review confirmed the f-38 alarm. A visual inspection and a power on self test were performed. The f-38 alarm was cause by a damaged right force sensing resistor (fsr). The right fsr was replaced to correct the reported condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted. If additional relevant information is obtained, then a follow-up MDR will be submitted.